Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified additional patient information: diagnosis; premature, anemia, patent foramen ovale, left ventricular hypertrophy rsv, mdro.

Event description:
It was reported that at 0914 a gentamycin 0.7ml in a 1ml syringe was programmed to infuse over 1 hour via a trifuse connected to the infants umbilical venous catheter (uvc). When the device alarmed infusion completed, the nurse found that there was still 0.17ml of medication residual left in the syringe. The nurse was able to restore medication programming to complete the administration, however this caused a prolonged time to administer the medication to the infant patient.

Event description:
It was reported that at 0914 a gentamycin 0.7ml in a 1ml syringe was programmed to infuse over 1 hour via a trifuse connected to the infants umbilical venous catheter (uvc). When the device alarmed infusion completed, the nurse found that there was still 0.17ml of medication residual left in the syringe. The nurse was able to restore medication programming to complete the administration, however this caused a prolonged time to administer the medication to the infant patient.

Manufacturer narrative:
The reported issue had been confirmed when investigated in april of 2019 and reported under manufacturer report number 2016493-2019-00295. This file will be closed, as it is considered to be a duplicate file.